Event description:
The walking sole comes off when the pt stands. The screw will not tighten enough on the bottom. The screw would break when tightened. The walking sole was used for ambulation. The boot was worn about 1-2 hours. Pt was not injured as a result of this incident.